Manufacturer narrative:
A carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device and was unable to reproduce/verify the reported event. The carefusion field service representative ran the device through the operational verification procedure (ovp) and the device passed all tests.

Manufacturer narrative:
(B)(4). Carefusion has dispatched a carefusion field service representative to evaluate and repair the device. The carefusion field service representative has not completed the evaluation and repair of the device as of (B)(6) 2015. Carefusion will submit a follow-up medwatch report once the evaluation and repair have been completed.

Event description:
The user facility reported that the device is alarming ¿xtcr fault¿. They could be referring to the transducer fault ¿xdcr fault¿ alarm. There was no report of patient involvement.